Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. Upon evaluation the battery would not communicate with a test monitor or charger. The cause for the battery fault and communication issues was liquid contamination on the battery connector. The cause for the contamination cannot be positively determined but was likely the result of liquid ingress. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. Upon evaluation contamination was discovered within the battery connector well. The cause for the contamination cannot be positively determined but was likely the result of liquid ingress. Upon further evaluation u1 (battery controller) within the battery charger was defective. The cause for the defective controller cannot be positively determined but likely occurred when the contamination shorted the battery connector. No adverse event resulted from the contamination battery/charger connector. The patient received a replacement battery charger and battery pack. Device manufacture date: battery charger sn (B)(4): (B)(6) 2007. Battery pack sn (B)(4): (B)(6) 2011.

Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient's batteries were not charging. The patient was issued a replacement charger and battery packs.